Event description:
Pt had right total hip arthroplasty. During procedure the implant was impacted into place with the femoral stem impactor. At the conclusion of the impaction, it was found that the insertion handle was screwed into the implant and could not be removed. It was cut off using a diamond blade and the anspach. The end of implanter remains implanted in the pt. Hip was retrialed. No immediate adverse outcome for pt. Long term unknown. Biomet representative took bi metric prosthesis inserter extractor for evaluaiton.